Manufacturer narrative:
The subject device was not returned for evaluation. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards surgical valve was explanted from the aortic position after an unknown implant duration due to regurgitation. On explant, holes in the leaflets were observed. Despite repeated attempts to obtain additional clarification, no further information was able to be obtained from the customer.

Manufacturer narrative:
H10: additional narrative: despite repeated attempts to receive further information regarding the event and device location, no additional information was given. The root cause for this event could not be conclusively determined. However, based on the available information, the most likely cause is procedural factors. If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device.